Event description:
A user facility reported to olympus that the device did not power up and no image was present. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem that the device failed to power up was confirmed; the causes were assigned to a printed circuit board failure and power supply unit failure. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the device did not power on and no image displayed due to a printed circuit board failure and a power supply unit failure. The specific root cause of the printed circuit board failure and the power supply unit failure could not be determined at this time. Olympus will continue to monitor field performance for this device.